Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. It was reported that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This report pertains to one of two cre pro gi wireguided dilatation balloons used during the same procedure. The procedure occurred on (B)(6) 2021 and the deice was used in the pharyngeal region. The balloon was inserted through the nose and set in the pharynx, and then the endoscope was also inserted through the mouth and the balloon was expanded while looking at it. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the procedure was performed at: (B)(6). Block h2: additional information: block b3 (date of event), block b5 (describe event), block b7 (other relevant history), block d7a (sud reprocessed and reused), block h6 (patient code and impact code) and block h8 (usage of device). Block h6: medical device problem code a0402 captures the reportable event of balloon burst. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: e1: initial reporter information corrected.

Manufacturer narrative:
Block e1: the procedure was performed at: (B)(6). Block h6: medical device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon was torn longitudinally, which does not confirm the reported event of the balloon bursting. The torn problem found could have been interpreted by the customer as the reported event of balloon burst. The catheter of the device was carefully inspected and no damages were found. Microscopic analysis was performed which confirmed the balloon was torn longitudinally. This problem is likely due to factors encountered during the procedure, such as the interaction between the balloon with the scope, and/or any other surface during the procedure that could have created friction, resulting in the found problem of balloon torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. It was reported that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on august 19, 2021. This report pertains to one of two cre pro gi wireguided dilatation balloons used during the same procedure. The procedure occurred on (B)(6) 2021 and the deice was used in the pharyngeal region. The balloon was inserted through the nose and set in the pharynx, and then the endoscope was also inserted through the mouth and the balloon was expanded while looking at it. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. It was reported that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.